Event description:
The customer contacted stryker to report that their device battery pins were damaged. In this state, the device may power off or not power on, which may result in defibrillation therapy being delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that both battery pins in well #1 were pushed into the rear case. The rear case was replaced and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use.